Event description:
Advocate stated customer received blood glucose readings of 227/242mg/dl on the contour next, re-tested on a different meter and the reading was 116mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.